Event description:
According to the complaint, at 16:30 on (B)(6) 2024, when the operator vented air from the safepico aspirator arterial blood sampler, blood spurted out from top of the vtc. No adverse event, such as contacting blood with operator, has been observed in this case.

Manufacturer narrative:
Investigation is finalized, with the conclusion that the product did not malfunction. Hence, this incident does not meet the criteria of a reportable MDR now.